Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that at 7am the patient's blood glucose measured 105 mg/dl. Five minutes later the patient had convulsions. The patient was transported to the hospital and her blood glucose measured 50 mg/dl upon arrival. She was treated with serum. At an unknown time, it was reported the patient received the following results within 10 minutes: 105 mg/dl on hospital meter and 300 mg/dl on customer meter.